Event description:
Complainant alleged that during routine shift check of the device by a clinician, the device displayed a "pacer fault 116" message and a "defib fault 72" message. The complainant indicated that there was no pt involvement in the reported malfunction.